Manufacturer narrative:
The additional manufacturer narrative is being updated. See below: a non-conformance review was conducted for lot 2400121964 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that during the procedure it was noted that the tube cuff was punctured. This event was reported by (B)(6). No customer information was provided therefore additional information cannot be requested.

Manufacturer narrative:
The device history record (DHR) for lot xxx was reviewed and no anomalies related to the reported issue were observed.prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure.as such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.